Event description:
A pt was in the cath lab for the placement of a cardiac stent. The balloon catheter separated from the balloon segment. The physician had to work approx. 3 hours to retrieve the segment. The pt left the cath lab to ccu in stable condition post procedure. Several hours later developed a neuro defict. Survived. The rest of the lot #'s were pulled for these caths.